Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 21:02:23. During night drain cycle three, the patient's ultrafiltration reading was 1395ml, indicating the home patient (hp) drained 1395ml more than their maximum programmed fill volume of 1300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume event was identified through an event history log review. Upon conclusion of the investigation, the cause was use error, inappropriate bypass of the drain, not including I-drain. Homechoice apd systems patient at-home guide warns that "bypassing the drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation. " a review of the label for the product family will be conducted.  If additional relevant information is obtained, then a follow-up MDR will be submitted.